Manufacturer narrative:
Qn# (B)(4). The customer provided one image for analysis. Visual examination of the photo revealed that the proximal line had separated from the luer hub. The customer returned one, 2-lumen cvc for analysis. Signs of use in the form of biological material were observed inside the catheter body. Visual analysis revealed that the proximal extension line had separated from the luer hub. Further analysis of the luer hub reveled severe scratch marks within the inner cavity of the distal opening. These scratch marks appear as if a sharp object was used to carve out any remnants of the extension line extrusion from the hub. Microscopic examination confirmed the damage within the separated luer hub. Analysis of the point of separation on the extrusion revealed that edges were jagged and angled. Small cuts/cracks were also observed around the location of the separation. The proximal extension line outer diameter measured 2.13mm (caliper: ref-003210), which is within the specification limits of 2.13mm-2.21mm per the proximal extension line product drawing. The proximal extension line inner diameter (at the point of separation) measured 1.4478mm, which is within the point of separation 1.42mm-1.50mm per the proximal extension line product drawing. Manufacturing was contacted as part of this complaint investigation. They have never seen a failure mode of this type. They commented that the damage appears as if a drill or sharp object was applied to the hub after separation. Because of the condition of the hub, it cannot be confirmed if the failure was a result of a manufacturing defect. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a separated extension line was confirmed through complaint investigation. Visual analysis revealed that the proximal luer hub was severed from the extension line. Further analysis revealed that the inside of the separated hub was severely frayed and contained scratch marks. Despite the damage, the catheter met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report, the sample received, and the comments from manufacturing, the root cause cannot be determined as it is unknown if the damage to the inside of the hub contributed to the separation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "fall off/loose - luer-lock connection (white). The patient is fine, and the device replaced." Device replacement successful.

Event description:
It was reported that "fall off/loose - luer-lock connection (white). The patient is fine, and the device replaced ". Device replacement successful.

Manufacturer narrative:
Qn#: (B)(4).